Event description:
The customer reported that the system failed to recover from a loss of functionality. No patient or user injury as reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was evaluated an reloaded. The system was tested and found to be working as intended and returned to service.